Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received. Good faith effort attempts to try and retrieve additional details regarding the reported event are in progress, but further information was unable to be obtained. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
A pericardial effusion occurred. It was reported that faradrive steerable sheath for left atrial appendage closure (laac) procedure. Vascular access was obtained in the usual fashion using three access sites 6 fr for cs, 9 fr or 10 fr for ice catheter and 13 fr for the faradrive sheath. Transseptal access was attempted using the versacross connect system. The initial trajectory appeared mid anterior and clear of the aorta, appearing more posterior as confirmed by the position of the left pulmonary veins, left atrial appendage and mitral valve shadow on ice at the time of the transseptal puncture. First transseptal rf attempt was unsuccessful, the wire did not cross the septum and when the physician tried to advance, the wire went up the septum into the svc. The wire was withdrawn and the sheath repositioned for a second attempt in a similar location. Radio frequency energy was delivered again, and transseptal access was successfully achieved with the wire advancing into the left atrium. Heparin was administrated after transeptal access and active clotting time (act) was maintained at 350 throughout the procedure. The sheath was advanced and the wire and dilator were removed. A hd grid advanced was advanced for left atrial mapping which demonstrated that the left superior pulmonary vein (lspv) was the only electrically active vein. The mapping catheter was removed and a farawave catheter was inserted to perform pulsed field ablation (pfa) on the lspv. After pfa delivery the farawave was removed and the non-boston scientific catheter reinserted for remapping. Electrical potentials remained visible in the lspv. The farawave catheter was reinserted and additional pfa was delivered. Electrogram changes were observed but were interpreted as far-field signals. During the second pfa delivery, a drop in blood pressure was noted. After completing pfa, post-mapping was performed to confirm block. The ice catheter was withdrawn from the left atrium, and fluoroscopy of the ventricles revealed a pericardial effusion. The mapper was uncertain of the exact location on fluoroscopy but believed it appeared inferior to the right ventricle. Interventional cardiology was called to intervene, and a pericardial drain was successfully placed. The patient was transported to the ccu intubated with the drain remaining in place. Procedure was completed with original device.

Event description:
A pericardial effusion occurred. It was reported that faradrive steerable sheath for left atrial appendage closure (laac) procedure. Vascular access was obtained in the usual fashion using three access sites 6 fr for cs, 9 fr or 10 fr for ice catheter and 13 fr for the faradrive sheath. Transseptal access was attempted using the versacross connect system. The initial trajectory appeared mid anterior and clear of the aorta, appearing more posterior as confirmed by the position of the left pulmonary veins, left atrial appendage and mitral valve shadow on ice at the time of the transseptal puncture. First transseptal rf attempt was unsuccessful, the wire did not cross the septum and when the physician tried to advance, the wire went up the septum into the svc. The wire was withdrawn and the sheath repositioned for a second attempt in a similar location. Radio frequency energy was delivered again, and transseptal access was successfully achieved with the wire advancing into the left atrium. Heparin was administrated after transeptal access and active clotting time (act) was maintained at 350 throughout the procedure. The sheath was advanced and the wire and dilator were removed. A hd grid advanced was advanced for left atrial mapping which demonstrated that the left superior pulmonary vein (lspv) was the only electrically active vein. The mapping catheter was removed and a farawave catheter was inserted to perform pulsed field ablation (pfa) on the lspv. After pfa delivery the farawave was removed and the non-boston scientific catheter reinserted for remapping. Electrical potentials remained visible in the lspv. The farawave catheter was reinserted and additional pfa was delivered. Electrogram changes were observed but were interpreted as far-field signals. During the second pfa delivery, a drop in blood pressure was noted. After completing pfa, post-mapping was performed to confirm block. The ice catheter was withdrawn from the left atrium, and fluoroscopy of the ventricles revealed a pericardial effusion. The mapper was uncertain of the exact location on fluoroscopy but believed it appeared inferior to the right ventricle. Interventional cardiology was called to intervene, and a pericardial drain was successfully placed. The patient was transported to the ccu intubated with the drain remaining in place. Procedure was completed with original device. It was further reported that two rf attempts were made before successful septal crossing. Rf wire did not find bent or damage after removal. Pfa lesion 14 sets were delivered to the left superior pulmonary vein (lspv). Faradrive sheath did not caused issue or malfunctioned during procedure. There was not any difficulty advancing the sheath across the septum.

Manufacturer narrative:
Due to additional information received, this supplemental report is being submitted for the updated field describe event or problem (b5), in section b - adverse event or product problem. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information. Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.